Event description:
It was reported that the customer was in the hospital again and there is an issue where the pump will dump a large amount of insulin into his body. Sometimes it will deliver the whole reservoir. Customer stated that this also happened on 05/10 but the customer was not hospitalized. Customer was hospitalized due to a dump of 69 units of insulin. Customer's blood glucose was 1.5 mmol/l at the time of admission. Customer's father stated that the customer was wearing the pump at the time. Customer does remove the reservoir from the transfer guard properly, so there are no leaking issues. Customer stated that when looking at the reservoir window, it does appear that the piston is not seated in the reservoir. When the customer's finger is taken off the act button, the insulin stops. Customer's blood glucose was 2.3 mmol/l. Caller was advised to upload to carelink and to call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.